Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device will be explanted and returned for analysis. The physician has requested an acceptable replacement parameter. Subsequently, the device was replaced in absence of any adverse patient effects. The field representative reported no return of product due to surgical abandonment.